Event description:
The pt called and stated that the battery pack lights were not coming on and was afraid it was not changing correctly. Rptr found that the wire connected to the ac adapter site had become disconnected. Rptr immediately replaced the pack with a new one and took the damaged one out of service.